Manufacturer narrative:
(B)(4).

Event description:
It was reported that the staff got a high baseline alarm twice on the intra-aortic balloon pump (iabp) during start-up, while being used on patient. As a result, the iabp was swapped out. There was no report of injury or consequence to patient.

Manufacturer narrative:
Qn#(B)(4). Teleflex received the device for investigation. The reported complaint of "system error 3 alarm" is confirmed. The pump alarmed a high baseline (1) during the complaint investigation. An excessive noise was noted from the pump assembly consistent with a motor/lead screw malfunction. The root cause of this complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported that the staff got a high baseline alarm twice on the intra-aortic balloon pump (iabp) during start-up, while being used on patient. As a result, the iabp was swapped out. There was no report of injury or consequence to patient.